Event description:
A report was received that the patient underwent an explant procedure due to paralysis down to her legs. The physician believes that the paralysis was procedure related, due to the paddle placement or patient¿s neurological spinal canal. The patient remains in the hospital and cannot move her feet and toes and the patient is experiencing numbness from the waist down to her knees.

Event description:
A report was received that the patient underwent an explant procedure due to paralysis down to her legs. The physician believes that the paralysis was procedure related, due to the paddle placement or patient¿s neurological spinal canal. The patient remains in the hospital and cannot move her feet and toes and the patient is experiencing numbness from the waist down to her knees.

Manufacturer narrative:
Additional information was received that the patient is still recovering at home and is still in a great deal of pain.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-1110-02 serial # (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.